Event description:
The physician placed a px slim 45 microcatheter through an enterprise stent into an unruptured mid basilar aneurysm with some difficulty due to very tortuous anatomy. He then deployed a penumbra coil 400 into the aneurysm and after several failed attempts to detach the coil, removed it from the patient. The patient was not harmed.

Manufacturer narrative:
Device investigation: results : the coil of this device was not present to inspect. The distal detachment tip (ddt) was empty, with neither the coil proximal constraint ball nor the pull wire in their expected locations. Close inspection of the polymer section of the pusher shows the distal tip of the pull wire approximately 3.0 cm proximal of the ddt, inside the pusher. The pet lock at the proximal end of the pusher is broken and the most proximal section of the pet is no longer attached to the pull wire. These observations are consistent to a detached coil. The failure of the coil to release as noted in the complaint report could not be confirmed. The coil and pusher were expected to be returned together in the un-detached state. The coil was not returned at all and the pusher was in a normal state post coil release. It is unknown if the device returned was that related to the issue described or another coil/pusher assembly used during case. No conclusions about the root cause of the reported problem can be made. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.